Event description:
The event is reported as: complaint alleges: "bronchial part is disconnected so the catheter became useless". Alleged defect was discovered during pre-test prior to patient use." No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.